Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department after hearing an audible alert from the implantable cardioverter defibrillator (ICD) and experiencing dizziness after being busy in the kitchen, however the patient stated they heard the alarm since the last week. Attempts were made to download a remote transmission from the remote monitoring network, however attempts werenot successful so an in-person interrogation was performed. Review of the device data showed noise was detected on the day of the patient's symptoms, and apparent oversensing resulted in under-pacing and "pauses" of the ventricle. Further review of the data showed a lead integrity alert (lia) and lead noise alert were triggered, and sensing integrity counter (sic) had increased from zero to 46 on the day of the events. Review of oversensing episodes showed oversensing of noise resulting in pacing inhibition. It was suspected that the oversensing an noise were the result of electromagnetic interference caused by an external source. Reprogramming was performed, and the ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated emi. Analysis of the device memory had an observation relating to pacing. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.